Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that, three days after the repair of the percutaneous lead (reference MFR's report # 0002916596-2012-00967) the pt was still experiencing pump off and low flow alarms. The hospital reported that the second break in external portion of the lead had occurred. A second repair of the lead was performed by the MFR's technical services team member. Additional info provided to the MFR indicated that the pump remained off after the second repair. The pt subsequently expired one day later due to heart failure. The pt's family declined an autopsy and the pump was not available to be returned to the MFR.

Manufacturer narrative:
Although the pump is not available to be returned, a portion of the percutaneous lead that was removed from the second repair was returned to the MFR for eval and is currently being analyzed no further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.